Manufacturer narrative:
Sc-1232. Sn: (B)(6). The returned ipg was analyzed, and review of the charge log revealed that the maximum ipg temperature while the patient was charging was within the expected range. The system data log did not reveal any thermistor readings anomalies and all temperatures recorded were within expected range. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. However, during the analysis of the data log, the signature related to CAPA-00007216 was detected. Ble.cpp faults occurred while charging, which can cause a system reset. The interactions of the chargers charge field induce noise on the submodule of the bluetooth communication chipset and cause internal resets for the bluetooth communication chipset which in turn can cause a system reset. If system reset occurs, it will cause the stimulation to turn off and turn back on. The user could perceive the sudden change in stimulation status as a feeling of overstimulation sensation.

Event description:
It was reported that the patient experienced ipg discomfort as the ipg was getting hot after an hour of charging. It was also reported that the patient experienced shocks from the bottom of the leads. Database analysis of the battery discharge revealed no anomalies. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced ipg discomfort as the ipg was getting hot after an hour of charging. It was also reported that the patient experienced shocks from the bottom of the leads. Database analysis of the battery discharge revealed no anomalies. The patient underwent an ipg explant procedure.